Event description:
The device was inspected before use and negative pressure preformed with no issues noted. Physician implanted one endeavor sprint drug-eluting stent to a lesion in the lcx with 90% stenosis and moderate vessel tortuosity. No resistance was felt with mating device during delivery. No resistance was felt when device was passed through the lesion site. No rupture evidence was confirmed during inflation. It is reported that when the physician attempted to deflate the balloon, contrast agent remained inside the balloon. Though an attempt was made to use the syringe, contrast agent remained accumulated. The relevant device was used to complete the operation. No removal difficulty of the device was noted. The relevant balloon was not used to post-dilate the stent. There was no adverse event to the patient.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: (root cause could not be determined). Unable to confirm complaint - (device or procedural images not provided for review). (B)(4).

Manufacturer narrative:
Results: related to operational context (distal tip was flared indicating that it may have been stubbed during advancement); no failure detected (reported failure was not replicated during analysis); deformation problem (tip deformed). Conclusions: related to operational context (distal tip was flared indicating that it may have been stubbed during advancement); no failure detected device operated within specification (reported failure was not replicated during analysis). (B)(4).

Event description:
Evaluation summary: the distal tip was flared. Balloon inflated to rated burst pressure (16atms) in a time of 4.84 seconds; specification is less than or equal to 20 seconds. Balloon deflated from rated burst pressure (20 atms) in a time of 4.76 seconds; specification is less than or equal to 20 seconds. There was no stretching evident to the balloon bond or the inflation lumen.